Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, there was a difficulty in advancing the stent and when the physician attempted to deploy the stent, it was noticed that the stent broke. The broken piece of stent was retrieved using a retrieval forceps and the procedure was successfully completed using another flexima biliary stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.